Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service and new lead was placed. No adverse patient effects were reported.